Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. Product was provided for investigation. An external visual inspection was performed and passed. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.